Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 14fr esheath+, there was difficulty inserting the esheath+ into the patient but it was subsequently advanced. The 26 mm commander delivery system and 26 mm sapien 3 ultra valve were then inserted however, the valve did not exit the esheath+. The delivery system was getting stuck mid-way down the esheath+ due to calcium and tortuosity and it was decided to remove the devices as a unit. After withdrawing the devices it was observed that the valve had partially exited through the seam of the esheath+. This was focal and only the length of the valve about mid-way down the esheath+. The delivery system remained inside the esheath+. A right femoral artery angiogram was performed and no damage was noted to the vessel. The right side was closed, and the patient left the room in stable condition. No patient complications were reported. The devices are not available for return.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient revealed tortuosity and calcification in the right access vessel. The vessel sizes appear appropriate for the use of the 14f esheath+ (minimum luminal diameter greater than or equal to 5.5mm). Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angles. Additionally, valve frame and/or sheath damage can result from increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for liner puncture was unable to be confirmed as no returned device or device imagery was provided. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push force) contributed to the event. During the procedure, the sheath may sustain damage from the use of high push force or in combination with challenging anatomical factors. Anatomical characteristics (in this case, calcification and tortuosity) may promote sheath damage directly via physical contact (e.g., sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g., sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner damage due to direct interaction with the crimped valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.